Event description:
The hcp reported that the patient was hospitalized in 2007 with bilateral leg weakness and lack of sensation in bilateral legs. The patient developed neurogenic bladder and caudal equina syndrome. The pump and catheter were explanted on the same month. The patient recovered. The pump was used to deliver dilaudid 10 mg/ml at 0.06 mg/day. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.